Event description:
It was reported that an infection and erosion occurred. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. Concomitant medical products: 419488 implantable pacing lead implanted: (B)(6) 2011; 5076-52 implantable pacing lead implanted: (B)(6) 2011. (B)(4).